Event description:
Report received indicated patient went to see enterostomal therapy nurse when he discovered a laceration on stoma. Stoma measures between 33-35 mm. It was noted that the patient had been using the product for 2 weeks and changing every 5-7 days prior to complaint receipt. Stomahesive powder was applied to laceration and it has almost completely healed (purple line).

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. 12 months of complaint history data was reviewed for this product icc. Based on the review, 3 cases were registered for this complaint issue with this product icc number within the previous 12 months. Convatec will continue to monitor these complaints.